Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: eight actual devices, companion samples, and photographs were received for evaluation. Five companion samples were visually inspected and did not identify any abnormalities that could have contributed to the reported condition. The returned photographs were reviewed, and it was noted that there was evidence of leakage or droplets of tpn (total parenteral nutrition) solution on the administration spike port. The actual devices were visually inspected, and it was noted that there was leaking of tpn (total parenteral nutrition) solution into the outer pouch. Functional testing was performed on the actual samples, and it was noted that there was leaking from the administration port bonding area. There were no issues noted during functional testing of the companion samples. The reported condition was verified. The cause of the reported condition was undetermined; however, the likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding of the products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) exactamix 1000ml eva bag leaked. The event occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.